Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for a generator upgrade procedure. During the procedure, the physician elected to remove the right ventricular lead and noted that the lead was fractured upon successful explant. The lead was successfully replaced without further consequences. The patient was discharged post-procedure.